Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3 7752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6)2011, product type: lead. (B)(4).

Event description:
It was reported the caller was unable to adjust stimulation with the patient programmer. It was reported there was a ¿call your doctor¿ icon and a power on reset (por) message displayed. It was reported the caller was able to clear the por and reports now seeing ¿group adjust¿ on group d but the stimulation has been off. It was reported that the caller turned the stimulation off prior to an MRI scan and the informational por displayed again. It was reported that prior to report the patient had not seen the message before. It was reported that although the stimulation is off the patient continues to ¿feel vibration¿. It was reported that no reprogramming has been done and that the stimulation was off, although it was not the health care provider (hcp) that turned the stimulation off.